Event description:
An endo gia 45mm vascular medium staple load (ref# egia45avm, lot#p5j0901), failed to open and close once attached to the endo gia stapler. It was confirmed to be the stapler load at fault once another stapler load was loaded and used with no further incident. This malfunction had the potential of causing direct patient harm if it was found to be clamped by the gallbladder and could not be released.